Manufacturer narrative:
This case is no longer considered reportable. Malfunction code of distal tip-frayed/split/torn no longer applies. This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming.

Event description:
As reported, the distal end/luer hub of a 6x30mm aviator plus pta balloon dilatation catheter cracked during advancement, prior to balloon dilation. The operator immediately withdrew the catheter. The device was removed intact, and the procedure was completed by replacing it with another balloon of the same model. There was no reported patient injury. The event occurred during a balloon angioplasty procedure for subclavian artery stenosis, and the defect was identified before the balloon entered the vessel. The device was stored and prepared according to the instructions for use (IFU). No difficulty was reported when removing the device from the hoop, balloon cover, or sterile packaging components. No kinks or damage were observed before insertion. The device maintained negative pressure during preparation. The intended procedure involved treatment of subclavian artery stenosis, with the target vessel showing calcification and tortuosity. There was no resistance when inserting the balloon through the rotating hemostatic valve or guide catheter, nor was difficulty encountered advancing the balloon, crossing the lesion, or navigating bends, and the balloon did not kink during use. The hospital reported this case as a serious injury adverse event to the china nmpa. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the distal end of a 6x30mm aviator plus pta balloon dilatation catheter ruptured during advancement prior to balloon dilation. The operator immediately withdrew the catheter. The device was removed intact, and the procedure was completed by replacing it with another balloon of the same model. There was no reported patient injury. The event occurred during a balloon angioplasty procedure for subclavian artery stenosis, and the defect was identified before the balloon entered the vessel. The device was stored and prepared according to the instructions for use (IFU). No difficulty was reported when removing the device from the hoop, balloon cover, or sterile packaging components. No kinks or damage were observed before insertion. The device maintained negative pressure during preparation. The intended procedure involved treatment of subclavian artery stenosis, with the target vessel showing calcification and tortuosity. There was no resistance when inserting the balloon through the rotating hemostatic valve or guide catheter, nor was difficulty encountered advancing the balloon, crossing the lesion, or navigating bends, and the balloon did not kink during use. The hospital reported this case as a serious injury adverse event to the china nmpa. The device will be returned for evaluation.